Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the surgeon was able to press the green button but could not squeezed the handle. Hence, the surgeon was unable to fire the stapler. Another reload was used to complete the case. There was no patient injury.